Event description:
It was reported that the patient was found unresponsive in their home. The patient's downtime was unknown. They were intubated in the emergency room of the outside hospital. They were noted to have dark bloody secretions in the endotracheal tube, and there was concern for gastrointestinal bleeding given their history. They received 2 grams calcium gluconate, 1 liter normal saline, 1 liter lactated ringer's solution, 1 unit packed red blood cells, epinephrine 200 microgram push, and started on epinephrine infusion. The patient arrived hypothermic, with no neurological response without any sedation, and very faint pulses. The site was unable to obtain temperature given severe hypothermia nor blood pressure given severely low mean arterial pressures (maps). Radial arterial line was attempted without success. Bedside point of care ultrasound showed very little, if any, cardiac activity. Femoral venous and arterial lines were placed and showed very faint arterial activity, estimated map in 10-20 range. Their femoral arterial line clotted soon after placement. Given their severe labs, concern for disseminated intravascular coagulation and suspected prolonged hypoperfusion with poor neurological exam, patient was declared deceased on 24dec2024 at 18:47. The cause of death in this case was cardiogenic shock due to non-ischemic dilated cardiomyopathy. Other significant contributory factors included hypertension and type ii diabetes mellitus. The site is waiting on device evaluation from abbott and could not provide whether the death was device related or whether the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Additionally, review of the retrieved log files revealed data consistent with a total loss of power to the pump, which would have result in a pump stop event. (B)(6) was returned assembled with the pump cable severed approximately 18¿ from the pump header. The remainder of the pump cable, as well as the modular cable, were not returned. The sealed outflow graft was returned secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged and included tissue from the ventricle. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event log file retrieved from the returned device contained relevant data spanning approximately 2 hours (21:20:23 through 23:07:15 with a default date timestamp of (B)(6) 2000). Review of the lvad clock revealed that it had previously been reset to default timestamps, indicating a complete loss of power to the system that would have caused the pump to stop. Mean flow was captured ranging from 1.4-4.5 liters per minute (lpm) throughout the relevant data, which appeared consistent with the reported event and patient outcome. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 patient handbook, rev a, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding, respiratory failure, hypertension, and death. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.